Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. The insulin pump received with missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during the prime rewind process. The current blood glucose reading is 220 mg/dl. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.